Event description:
The pt reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens on (B) (6) 2008 in her right eye (od). The pt reported, has been experiencing halos when eyes are tired, usually with late night driving. The icl remains implanted. Additional info has been requested, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).